Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The returned device exhibited yellow and dark residue, likely bodily substance along a section of the sheath and sheath tip. There was no evidence of white powder on the sheath tip. It is likely that this residue was transferred to the device during preparation by the hcp. The substance is unlikely to be manufacture related as 100% visual inspection for device defects is performed during device production. Therefore, the investigation is confirmed for the reported contamination issue. The root cause for the reported contamination issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: instruction for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: precautions: 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 21. In order to activate the hydrophilic coating, it is recommended to wet the halo one thin-walled guiding sheath with heparinized saline solution immediately prior to its insertion in the body. Failure to activate the coating may lead to sub-optimal trackability of the sheath. To maintain lubricity this surface must be kept completely wet. Warnings: 3. This device has been designed for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. H10: d4 (expiry date: 06/2023), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation for an angioplasty procedure, a foreign substance like white powder was allegedly found on the tip of the sheath. It was further reported that substance became jelly when it was wetted with saline. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation for an angioplasty procedure, the physician observed a foreign substance like white powder was allegedly found on the tip of the sheath. It was further reported that the substance became jelly when it was wetted with saline. There was no patient contact.